Event description:
Physician reports that patient has complained of persistent back pain since micro-insert placement three months ago. Essure confirmation test demonstrated satisfactory location of the micro-inserts with bilateral tubal occlusion. Patient requested micro-insert removal due to persistent back pain. Micro-inserts were removed via partial salpingectomy on (B) (6) 2008. The op report documented removal of the micro-inserts intact. The physician' believes that pain is not essure related as patient is experiencing back pain and the hsg was normal. Per the IFU: a very small percentage of women in the essure clinical trials reported recurrent or persistent pelvic pain, and only one woman requested device removal due to pain; however, if device removal is required for any reason, it will likely require surgery, including an abdominal incision and general anesthesia, and possible hysterectomy.

Manufacturer narrative:
(B)(4).